Event description:
Pt. Called and reported that; they had a stryker knee implant put in (B)(6) 2020. Have had problems with it ever since. Want to know if there has been a recall. Additional info. 22-aug-2024: my leg, my knee hurts, my leg hurts, it's swelling.

Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component cemented; cat #: 5515-f-502; lot #: gdo7od. Tri ts baseplate size 4; cat #: 5521-b-400; lot #: gaz9gb. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. However, it was determined that the above mentioned devices were not subject to recall. Reported event: an event regarding pain involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the patient reported pain and swelling. The patient also inquired if this device is in scope of a recall. At this time it cannot be confirmed if the device is in scope of a recall as no device information was provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.